Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and reported to a medtronic representative on (B)(6) 2016.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Event problem and evaluation: on 8-nov-2016, a medtronic representative went to the site to test the equipment. The grainy 3d spin was due to the kv setting being set to 40kv and 64ma. The user may have mistakenly set the kv too low. A system check-out was completed; the mechanical test, imaging test and safety inspection all passed, system performed as intended.

Event description:
A medtronic representative, following up with the site, reported that the imaging system was used to take three spins for a long construct case. The first spin was grainy, the second was better, and the last was normal quality. The surgeon was able to navigate off of these images. There was no reported delay to the spinal fusion procedure due to this issue, and no impact on patient outcome.